Manufacturer narrative:
(B)(4). Sample was evaluated at (B)(4) on (B)(4) 2011. The reported issue of undetermined malfunction was not confirmed. No failure was found in the event history and the pump completed a full checkout successfully. The battery history indicates 3 discharges below alarm threshold (to a potentially damaging level) however no evidence of a failure due to battery usage seen in event history. Reported problem not confirmed. Per the results of evaluation and the event history log review, no issues or malfunctions could be found with the device where it would have contributed to the patient death. The pump was found to be operating as designed.

Event description:
Baxter (B)(4) received a report from a baxter engineer who reported that in (B)(6) 2011 an infusion device was in use on a patient at a (B)(6) hospital at the time of the patient's death. The device was quarantined and under police investigation.

Manufacturer narrative:
(B)(4). It is unknown at this time if the device is available. If the device or additional information should become available, an evaluation will be conducted and a follow-up report submitted upon the completion of baxter's investigation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The software version is unknown at this time.